Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add a code to impact codes (h6) that was inadvertently left off the last report.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed to both primary and secondary sensing configurations due to reduced r-wave amplitude measurements leading to myopotential oversensing. Technical services (ts) was consulted and upon review of the data did note that alternate sensing vector showed higher amplitude r-waves. The clinic planned to bring the patient in for additional testing in alternative sensing vector. Additional information was received that the patient was brought in for screening. With the current system placement, the test did not pass in any of the three vectors. The physician found that with higher system placement the screening passed with different combinations. X-rays were taken and would be sent in for interpretations. At this time the x-rays have not been provided to the field representative. Ts advised without having a look to the images, higher placement could end with better signals, but it is important to confirm shock vector is still good. The s-ICD remains in service and no adverse effects were reported. Additional information was received that further review of the data by ts noted the r to t ratio was reduced in the second episode which may indicate inaccurate rate counting. Review of the x-ray found that there may be slightly lower device placement which may cause the noise to be detected by the s-ICD device rather than the sensing vector that utilizes the proximal sensing electrode. Ts discussed additional troubleshooting and programming options due to the patient's active lifestyle. Ts visited the site to help perform troubleshooting. The evaluation included changes in postures and an exercise test. Overall, alternate documented lower amount of noise and no over sensing was detected while it was seen and documented in the other two vectors. Noise was seen in primary and secondary at any patient action including muscle activation or arms movements. During testing screening was performed to document the potential viability of a lower pg placement. It was determined that the signals are suitable for a lower device placement. However, it was determined that using alternate vector was highly recommended by ts with no need for an immediate surgical action. An exercise test was performed. In primary vector artifacts were seen when the patient started running with arm movements. These artifacts were seen in combination of lower rr-wave. Secondary vector did not show the t-wave over sensing in the same manner as in the most recent episode. The reduction of r-wave was increasing sensitivity and ended up in inaccurate rate calculation with tt-wave over sensing. Alternate vector was stable in r-wave amplitude, no changes in morphology were seen and minimal noise was detected. Additional in office testing was performed. Ultimately the final system configuration included the use of alternate vector with two times gain and smart pass programmed on with smart charge extended to its maximum. The patient should perform a remote interrogation later in the day and another one after exercise during the next few days. Testing determined the root cause of the noise is related to the device being slightly superior. At this time the physician opted to keep monitoring with alternate vector and not proceed with surgical approach. Data was sent in for ts review after the patient performed more exercise in alternate vector. Upon review, there were no episodes stored nor clear signs of over sensing. The presenting s-ECG did mark noise, but the device was seeing the noise and operating appropriately. It was determined that the current programmed setting appear to be providing good sensing and detection. The s-ICD remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed to both primary and secondary sensing configurations due to reduced r-wave amplitude measurements leading to myopotential oversensing. Technical services (ts) was consulted and upon review of the data did note that alternate sensing vector showed higher amplitude r-waves. The clinic planned to bring the patient in for additional testing in alternative sensing vector. Additional information was received that the patient was brought in for screening. With the current system placement, the test did not pass in any of the three vectors. The physician found that with higher system placement the screening passed with different combinations. X-rays were taken and would be sent in for interpretations. At this time the x-rays have not been provided to the field representative. Ts advised without having a look to the images, higher placement could end with better signals, but it is important to confirm shock vector is still good. The s-ICD remains in service and no adverse effects were reported. Additional information was received that further review of the data by ts noted the r to t ratio was reduced in the second episode which may indicate inaccurate rate counting. Review of the x-ray found that there may be slightly lower device placement which may cause the noise to be detected by the s-ICD device rather than the sensing vector that utilizes the proximal sensing electrode. Ts discussed additional troubleshooting and programming options due to the patient's active lifestyle. Ts visited the site to help perform troubleshooting. The evaluation included changes in postures and an exercise test. Overall, alternate documented lower amount of noise and no over sensing was detected while it was seen and documented in the other two vectors. Noise was seen in primary and secondary at any patient action including muscle activation or arms movements. During testing screening was performed to document the potential viability of a lower pg placement. It was determined that the signals are suitable for a lower device placement. However, it was determined that using alternate vector was highly recommended by ts with no need for an immediate surgical action. An exercise test was performed. In primary vector artifacts were seen when the patient started running with arm movements. These artifacts were seen in combination of lower rr-wave. Secondary vector did not show the t-wave over sensing in the same manner as in the most recent episode. The reduction of r-wave was increasing sensitivity and ended up in inaccurate rate calculation with tt-wave over sensing. Alternate vector was stable in r-wave amplitude, no changes in morphology were seen and minimal noise was detected. Additional in office testing was performed. Ultimately the final system configuration included the use of alternate vector with two times gain and smart pass programmed on with smart charge extended to its maximum. The patient should perform a remote interrogation later in the day and another one after exercise during the next few days. Testing determined the root cause of the noise is related to the device being slightly superior. At this time the physician opted to keep monitoring with alternate vector and not proceed with surgical approach. Data was sent in for ts review after the patient performed more exercise in alternate vector. Upon review, there were no episodes stored nor clear signs of over sensing. The presenting s-ECG did mark noise, but the device was seeing the noise and operating appropriately. It was determined that the current programmed setting appear to be providing good sensing and detection. The s-ICD remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed to both primary and secondary sensing configurations due to reduced r-wave amplitude measurements leading to myopotential oversensing. Technical services (ts) was consulted and upon review of the data did note that alternate sensing vector showed higher amplitude r-waves. The clinic planned to bring the patient in for additional testing in alternative sensing vector. Additional information was received that the patient was brought in for screening. With the current system placement, the test did not pass in any of the three vectors. The physician found that with higher system placement the screening passed with different combinations. X-rays were taken and would be sent in for interpretations. At this time the x-rays have not been provided to the field representative. Ts advised without having a look to the images, higher placement could end with better signals, but it is important to confirm shock vector is still good. The s-ICD and electrode remain in service and no adverse effects were reported.